Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the base of the fenestrated bipolar forceps (fbf) instrument was melted. The customer was using the third-party generator forcetriad with settings macro 60w. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use with no issue. The surgeon suspected that the thermal damage was due to external generator forcetriad with settings macro 60w. The instrument did not collide with any other energy instrument during the procedure. The customer did not know if arcing occurred. The customer was using the fbf instrument to stop bleeding, which was expected, during the procedure. Besides fbf instrument, the other instruments monopolar curved scissors (mcs) and tip-up fenestrated grasper (tufg) were in use. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage on the fenestrated bipolar forceps (fbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test in all three attempts. The instrument was placed and driven on an in-house system. The complaint regarding the thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.